Manufacturer narrative:
Product ID: 3889-28, lot# va0wb5q, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a lead and generator replacement was done on (B)(6) 2019 and the outcome of the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va0wb5q, implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was a planned lead replacement and a possible generator replacement scheduled for (B)(6) 2019. It was noted that only electrode 1 was working. The issue was still noted to be ongoing.

Manufacturer narrative:
Product ID: 3889-28, lot# va0wb5q, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was corrected that interventions taken was explanting and replacing the lead on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0wb5q, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). (B)(4) pertain to product ID: 3889-28, lot#: va0wb5q, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that because of a lead fracture, there was an abnormal impedance. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included interrogating the device and it was found that there was an abnormal high impedance and only electrode 1 was working. The outcome of the event was noted to have been ongoing. No patient symptoms were reported. No further complications were reported/anticipated.